Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a button lock inserter became disassembled while trying to remove a previously implanted screw. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned inserter was evaluated. The alignment block was found to be missing due to a fractured weld. This allowed the device to disassemble. The cause of the weld fracture cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.